Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased capture threshold and increased pacing lead impedance were observed. The lead was explant. Replacement procedure has yet to take place. No adverse events were reported.